Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the physician experienced slow deflation of the balloon. The balloon was deflated for removal without incident. No pt injury or complications occurred. Pt status is listed as "okay",